Manufacturer narrative:
Submit date: 02/15/2017. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a syringe. The customer reports the syringe cracked when performing the injection. The patient was involvement but no injury occurred.